Manufacturer narrative:
H6: added type of investigation code b13, b11. Investigation summary: the device was not returned for evaluation. Clinical symptoms (renal failure, cardiac arrest, hypotension, major bleed): the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): the pump was not returned for investigation. Clinical details indicate the patient developed hemolysis, evidenced by dark urine output and elevated ldh, particularly noted on (B)(6) 2025, while in severe cardiogenic shock and on impella and crrt support. Data log was available until (B)(6) 2025, 3:30 pm, showing low pump flow during the case, which resolved within 30 minutes and then ran without any reported abnormalities. The cause of the hemolysis issue was not determined without the returned product and sufficient clinical details, including full data logs. Device history lot: device batch: 1888611. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Event description:
Additional information has been provided upon request: "I am not certain as to what interventions were performed regarding the alleged complaint events, but typically, echo is obtained to assess for malpositioning in the setting of hemolysis concerns. If warranted, echo guided repositioning is typically attempted at bedside by ic or surgeon (if 5.5). I believe crrt was maintained throughout the treatment course. This pump is unfortunately unavailable for return."

Manufacturer narrative:
B5 updated.

Manufacturer narrative:
Correction: h1.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Post procedure: after completing thrombectomy, the patient continued to be unstable and dr. (B)(6) elected to remove the iabp and place impella cp for hemodynamic support in the setting of cgs. Upon placement of abiomed 0.018 wire into the lv the patient converted into a lethal rhythm and CPR was initiated. Md backloaded the impella cp onto the abiomed 0.018 wire and attempted to place the device. Md lost wire support for placement and elected to completely remove the impella device and rewire the device with a v-18 wire to get the cp placed across the av. Once the device was placed and wire was removed the impella ramped up appropriately, patient continued to have CPR and multiple shocks until rosc was achieved. (B)(4) - on (B)(6) 2025 hemolysis and renal failure- patient remains in severe cardiogenic shock. Concerns for hemolysis with dark urinary output and high ldh. Attempting to place lines for crrt now but having difficulty finding a vein. Patient is sedated but follows commands. Cv surgery is aware and is discussing escalation options such as 5.5/ECMO. Bedside is attempting to wean pressers today. P-6 maintained for now, 3.1 lpm, with no alarms or issues at this time. Patient expired.